Event description:
Boston scientific received information that during a routine in-clinic follow up approximately eight weeks post implant, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Boston scientific technical services (ts) discussed the possibility of a connection issue and discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
In-clinic testing revealed high out of range pacing impedance measurements in all programmed configurations involving the ring electrode. No noise was observed with pocket manipulations and x-ray imaging revealed no anomalies. Pacing impedance measurements were observed to be acceptable and within range when using the tip electrode. Programming changes were made and the physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.